Manufacturer narrative:
(B)(4). Review of lot f1811303, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, when shuttling down the handle of a 5f mynxgrip vascular closure device (vcd) and bringing back up to the lock position, the white cannula (advancer tube) containing the sealant never came down. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a neuro interventional angiogram procedure. The user shuttled down completely. It is unknown if the stopcock was opened on sheath prior to shuttle down. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, when shuttling down the handle of a 5f mynxgrip vascular closure device (vcd) and bringing back up to the lock position, the white cannula (advancer tube) containing the sealant never came down. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a neuro interventional angiogram procedure. The user shuttled down completely. It is unknown if the stopcock was opened on sheath prior to shuttle down. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The device was not returned for analysis. A device history record (DHR) review of lot f1811303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, the event may have been caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.